Manufacturer narrative:
(B)(4). Event occurred in (B)(6) the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned to manufacturer.

Event description:
It was reported that a patient underwent an initial right hip procedure on (B)(6) 2014. Subsequently, the patient was revised due to wear of acetabular component on (B)(6)2016.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Based on the given information, an exact root cause for the event cannot be determined as per apollo instructions for use: "wearing of the acetabular components¿ polyethylene joint surfaces was observed following total hip replacement. Higher wear rates may be caused by particles of cement, metal or other debris that may lead to abrasion of joint surfaces. Significant wear may shorten the prosthesis¿ useful life and lead to premature replacement of the prosthesis¿ worn components." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to reprot 3006946279-2018-00077.